Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that approximately one month post-operatively the patient has presented with bilateral iol opacification (see MDR 3012304651-2021-00017). Rayner has been advised that the healthcare facility plans to explant the rao200e iol in the next 1-2 months. The return of the iol has been requested to facilitate sem and eds analysis of the device. The onset of opacification one month post-operatively is sooner than we usually see/is typically reported in published literature; however, it is possible for posterior capsular opacification (pco) to have developed. Rayner's material science team have stated that the development of pco so soon after initial surgery is most likely to be an artefact of incomplete cortical clean up, residual ovd in the eye or possibly some fibrin deposition. Additional information has been requested from the reporter to facilitate further investigation of the event.

Event description:
On 29th april 2021, rayner intraocular lenses limited received notification from its (B)(4) affiliate company of an event that occurred following implantation of a rayone emv rao200e. The event description provided states that approximately one month post-operatively the patient presented with iol opacification.

Event description:
On (B)(6) 2021, rayner intraocular lenses limited received notification from its german affiliate company of an event that occurred following implantation of a rayone emv rao200e. The event description provided states that approximately one month post-operatively the patient presented with iol opacification.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that approximately one month post-operatively the patient has presented with bilateral iol opacification. The lens was explanted on an unknown date post-operatively. The lens was retained post explant and returned to rayner for evaluation; however, following receipt it was identified that only half of the lens was returned. Rayner's material science and toxicology team inspected the lens under magnification and confirmed that there was no evidence of calcification or opacification of the lens optic. Product inspection has been unable to verify the event as reported. No device fault found - the lens is free of calcification/opacification. Our review of production records for the rayone emv rao200e batch 060156911 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received by rayner against the rayone emv rao200e batch 060156911.